Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information has been requested, but not received. If additional information becomes available, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the bent video connector pin could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that one of the pins in the connector dock of the visera elite video system center was bent. The customer also noted there was no image and colored lines were displayed. The issue was found during the preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a bent video connector pin. This event is under investigation. A supplemental report will be submitted upon receiving additional information.